Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the dexcom g7 continuous glucose monitor failed to pair with the ilet, preventing entry of required setup information, and the issue was traced to the sensor being actively connected to a tandem pump located nearby. Symptoms included inability to complete cgm pairing and associated setup functions. Outcomes included resolution after guidance to power down or move the tandem pump away and then retry pairing, after which the ilet successfully connected to the g7. Investigation included remote troubleshooting, device restart, cgm type toggle, confirmation of competing bluetooth connection, and environmental isolation of the interfering device. Investigation of this case revealed bluetooth interference from a concurrently paired external insulin pump, consistent with a communication incompatibility that prevented initial pairing, which resolved once the conflicting device connection was removed. It was concluded, based on previously established findings for similar reports, that the cause was user environment and competing device connection leading to temporary communication interference.